Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device heated up, vibrating and the bearing was damaged. The device also failed pretests for temperature verification: (record uut highest temperature, temperature verification: (record aat result) and vibration assessment. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device heated up, vibrating and the bearing was damaged. It was further determined that the device failed pretests for temperature verification: (record uut highest temperature, temperature verification: (record aat result) and vibration assessment. It was noted in the service order that the attachment device was stuck in the motor device and the cutter device would not disengage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.